Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. However, device received with a high sleep current measurement due to corroded battery tube. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in section b5 in this report.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic personnel reported that the customer was in the emergency room and subsequently hospitalized on (B)(6) 2020 due to hyperglycemia. It was reported that per the customer his blood gluocse values were between 497 mg/dl to 597 mg/dl. He reported to the clinical territory manager, that he used an entire bottle of humalog insulin between (B)(6) 2020. The customer was not able to obtain an additional bottle of insulin due to the pharmacy being closed. As a result, the customer went to the emergency room. The customer was started on the insulin pump on (B)(6) 2020 and discontinued insulin pump therapy on (B)(6) 2020. The customer was using the insulin pump at the time of the event. The sensor and auto mode feature were not being used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose level was 497-597 mg/dl. Customer was hospitalized on (B)(6) 2020 for high blood glucose level. Customer did not continued using his insulin pump since hospitalized. Customer stated they began using previous insulin and blood glucose improved. It was unknown that auto mode was used or not. The device will not be returned for analysis.